Event description:
The customer contact reported that the device displayed an e301 (audio alarm failure) with an intermittent audible alarm tone. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with an intermittent audible alarm tone. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.